Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a leak was observed in steerable guide catheter (sgc). The loss of column was insignificant. As a result, the procedure was continued with deployment of the clip. Post deployment, the sgc was removed from the anatomy. Post removal, a crack was observed in the valve stem of the sgc. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer and leak were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information reviewed, while the leak appears to be related to the cracked flush port, a cause for how the flush port got cracked could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.